Event description:
It was reported that the ipg was no longer functioning as intended following the end-of-life message. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.